Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin was shot out during priming and there was haziness on screen in certain lighting making difficult to seem. Customer's blood glucose level was unknown. Customer also stated that the screen has also dimmed, insulin pump has time lag. The device will not be returned for analysis.